Event description:
It was reported to co that there was a problem with a thumper during the treatment of a cardiac arrest pt. The preliminary info stated that the unit stopped functioning. Manual CPR was continued on the pt.